Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Iml49jb53 implantable pacing lead, (B)(6) 2006; d314drg implantable cardioverter defibrillator, (B)(6) 2012. (B)(4). Lead not received by manufacturer.

Event description:
It was reported that the patient experienced asystole and that there was oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.